Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -9.5/+1.0/091 into the patient's left eye (os) on (B)(6)2022. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and this resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
(B)(4).